Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set leaked near the spike. This event occurred during use. There was patient involvement but there was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
One sample was received for evaluation. A visual inspection with naked eye noted a damaged female connector. Functional testing, including leak testing, clear passage testing, and clamp function testing were performed; leak testing failed due to the leak beneath the mini cap. The reported issue was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.